Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited noise. Noise was able to be reproduced with pocket manipulation. During a diagnostic procedure, noise was observed and an insulation abrasion was seen. The lead was capped and replaced. The patient was stable.